Event description:
Litigation papers allege after surgery, friction and wear between the cobalt-chromium metal head and cobalt-chromium metal liner caused large amounts of foxic cobalt-chromium metal ions and particles to be released into patients blood and tissue and bone surrounding the implant. As a result, patient experienced severe pain and discomfort. Due to patient's chronic pain, dislocation, discomfort and other symptoms, patient underwent a revision surgery to replace the implant on (B)(6) 2009 and (B)(6) 2009.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. Depuy leeds reviewed the device history records for all the reported lots and found no anomalies. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports against lot code 022441, dc3ex1000 or 2673255. Medical records were received and reviewed. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update: (B)(4) 2012 - pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records indicate that the patient was implanted on (B)(6) 2009 and revised on (B)(6) 2009 because of a subtrochanteric fracture with stem subsidence. The stem was well fixed so it was left in place, fracture was fixed with cerclage cables and a new head with extra length was put in to make up the difference of the subsidence. The patient was revised again on (B)(6) 2009 because of a loose stem with subsidence again, this time the stem was removed and a competitor stem was put back in with a depuy head. The last revision was on (B)(6) 2010 because of instability and abductor mechanism avulsion, the cup, liner, and head were removed and all competitor product was re-implanted. Records are available for further review.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: 2918780. Device history review: a previous device history record (DHR) review on legacy complaint (B)(4) found no anomalies. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
In addition to what previously alleged. Ppf alleges loosening of cup and loose stem and fracture bone and component. After review of the medical records, the patient was revised to address the internal fixation of a subtrochanteric and trochanteric fracture of the left femur. Revision note has no fractured component reported.